Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g1-2, g3, g7, h1, h2, h6, h10. Visual examination of the returned product identified the device shows signs of repeated use with scratches and nicks on the shaft of the driver. The star end of the driver is severely twisted however the device is not fractured or broken. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. As this product was found not to be fractured, this file will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the product was found to be broken during review at the hospital. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.